Event description:
The customer reported that the system locked up during a case. There is no report of pt injury or death.

Manufacturer narrative:
The customer rebooted the system and continued the case. No conclusion can be drawn as repair info is not available.